Manufacturer narrative:
(B)(4). D10: medical product: unknown articular surface; femur cemented cruciate retaining (cr) narrow left size 7: catalog#42502006201, lot#65820941; optipac 60 refob bone cmt r-3: catalog#4711500396-3, lot#aw14da1311. G2: foreign: netherlands. G2: literature citation: eijking, h.m., hendrickx, r., van haaren, e.h., schotanus, m.g.m., dorling, I., bouwman, l., boonen, b., most, j. (2026). Robotic-assisted inverse kinematic aligned vs conventional mechanical aligned total knee arthroplasty. Unpublished manuscript. The product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
A manuscript was obtained on 06-jan-2026 that reported a randomized controlled trial study from the netherlands conducted from 05-dec-2022 and 03-jul-2024 at the zuyderland medical center. The purpose of the study was to compare robotic-assisted inverse kinematic alignment total knee arthroplasty with mechanically aligned total knee arthroplasty. A total of 150 patients were included and underwent randomization; 73 patients were assigned to the rosa robotic-assisted tka group and 77 patients to the conventional ma tka group. In the robotic-assisted tka group, 7 patients were converted to conventional tka. A standard medial parapatellar approach was used in all patients; patellar resurfacing was done only in selected cases and a fully cemented, cruciate retaining knee prosthesis was implanted. Zimmer biomet persona was used in all cases except vanguard in 2 cases. The study population had a mean age of 69.7 years at time of surgery; (51 males / 77 females). Follow-up consisted of functional and satisfaction scoring within 12 months with a minimum follow up of 12 months. The article reported one (1) patient in the conventional group experienced postoperative pain on an unknown timeframe before the twelve (12) month follow up. The patient required pain management plan remediation due to comorbidities. All available information today has been provided.